Event description:
The pt underwent an implant procedure "5 years ago;" and has had increased tone for the past 9 to 12 months. A catheter issue was suspected. A dye study was performed on (B)(6) 2011, and 3 to 4 ml of clear fluid was aspirated from the catheter access port. It was further noted that 6 ml of omnipaque was injected, but they could not find the dye. The catheter length was verified, and the catheter was then primed. Following the study, the pt's heart rate dropped, and the pt became unresponsive. An overdose was indicated. The pt was given dopamine, and was noted as now being stable. The pt was on a flex dose pattern of 3 boluses throughout the day for a total of 700 mcg/day. Following the last bolus the pt's heart rate had dropped again, and it was indicated that they did not want the pt to receive their normal dose. It was noted that the physician would likely drop the dose in half, in a simple continuous pattern, until the pt would be stable. The drug used in the pump at the time of the event was lioresal. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the cause of the patient's increased tone was thought to be due to the subdural catheter. The patient's pump and catheter were replaced. It was noted that there was nothing wrong with the pump; and it was replaced due to 'length of use'. The patient's dose was still being increased, and the patient's tone was noted as being 'better'. The patient's dose as of (B)(6) 2011 was '3080' mcg/day, with an increased drug concentration of 2000 mcg/ml.

Manufacturer narrative:
.